Event description:
A dialysis facility reported that there was excessive fluid removed from a patient during a hemodialysis treatment. The pt complained of cramps 15 minutes before the end of treatment. Based on the reported weights and what the machine had indicated was removed, there was a weight loss variance of approximately 3 kg. There was no machine problem reported. The pt was discharged in stable condition.